Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) ICD implanted: 2014 (B)(6); 5076-52 lead implanted: 2003 (B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead experienced loss of capture and was possibly dislodged. The lead was inactivated. No patient complications have been reported as a result of this event.